Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit passed the functional test, including the self test,sleep current measurement, active current measurement, rewind test,prime/seating test, basic occlusion test, occlusion test, force sensortest and displacement test. Unit was returned for power error 25 confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery and powerloss alarm then alarm 25 was triggered due to connector resistance issues j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Unit had minor/deep scratched display window, damaged (scratched)display widow cover, scratched case, scratched keypad overlay,pillowing keypad overlay and cracked keypad overlay at the select button

Event description:
Customer letter was requested. Customer reported via phone call that the insulin pump alarmed power error. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. The insulin pump was returned for analysis.